Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site on two occasions. During the first visit, the cse replaced the gev solenoid valve, decontaminated the water bottle and water line from the deionized (di) source line and ran the wash 2 sequence. The customer ran quality controls (qc) and qc passed. The customer also ran 30 replicates of co2_c for precision and there were no fliers seen. The cse returned for a follow-up visit and performed a total service call where reaction tray unit cuvette washers (wud) #2 and dilution cuvette washers (dwud ) unit #1 tubings and probe were replaced as they observed tubing and probe restrictions. The customer again ran qc and co2_c precision and results were acceptable. The customer has not experienced any further issues with co2_c fliers. The cause of the discordant, falsely elevated carbon dioxide concentrated (co2_c) on the patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer informed siemens that they have had fliers on patient samples for the carbon dioxide concentrated assay (co2_c) on an advia 1800 instrument. The erroneous results on the patient samples with fliers were not reported out to physician(s). The customer provided a discordant, falsely elevated carbon dioxide concentrated (co2_c) result obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on two other advia 1800 instruments and the results were lower. The repeat result from the second instrument was reported to the physician(s) as the lower results were consistent with the patient's previous results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated carbon dioxide concentrated result(s).